Event description:
A malfunction on the pump was reported by the caller, occurring after an attempt to give a bolus. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer support provided information on how to reset the pump and assisted the caller in doing so; the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if any malfunction codes reappeared.